Event description:
It was reported by member of the cardiac cath lab at the hosp, that the pt developed a retroperitoneal bleed following deployment of an angio-seal device. The pt has reportedly recovered. No additional info is available regarding this event. Several attempts to obtain additional info from the hosp have been unsuccessful.